Event description:
The rn stated, "I went to cut my catheter yesterday and saw a piece of metal on the catheter prior to cutting the catheter and one on my glove [from the scissors]. I did not proceed with the scissors and cut with the blade. Who knows if that has happened and I did not see it being so small.".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of damaged scissors was confirmed, and the cause appeared to be supplier related. One pair of scissors was returned for investigation. No loose fragments of metal were observed on scissors. A microscopic examination of the scissors revealed a change in sheen at the tip of the scissors, which appeared to be associated with missing plating. The surface of the metal at the tip of the scissors appeared dull. The plating on the scissors exhibited a smooth and shiny appearance. The absence of the plating at the distal end of the scissors suggests that the plating may have flaked from the scissors; therefore, the damage appeared to be supplier related. The manufacturing facility was notified of this complaint. Reynosa evaluation complaint due to ¿a piece of metal on the catheter prior to cutting the catheter and one on my glove¿ was confirmed. According with the photo evaluation performed at reynosa facility and evaluation performed by vad field assurance the following was concluded: a closer view of the scissors showed a difference in sheen at the tip of scissors surface, which appeared to be associated with missing plating. The delamination or detachment of metal fragments during procedure revealed the pair of scissors as defective. This condition makes the device unsafe for our customer. Therefore, the cause of this condition is supplier related. A lot history review (lhr) of reeq2372 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq2372 showed no other similar product complaint(s) from this lot number.

Event description:
The rn stated, "I went to cut my catheter yesterday and saw a piece of metal on the catheter prior to cutting the catheter and one on my glove [from the scissors]. I did not proceed with the scissors and cut with the blade. Who knows if that has happened and I did not see it being so small."